Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the images were taken of the ¿as received¿ valve. The position of the cam when valve was received was 600 mmh2o. The valve was visually inspected: no defects were noted. The valve was hydrated. The valve was tested for programming with programmer 82-3126 with serial (B)(4), the valve passed the test. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested. No leaks noted. The catheter was irrigated, no occlusion noted. The valve was reflux tested. The valve passed the test. The siphon guard was tested. The siphon guard passed the test. The valve was dried. The siphon guard was removed. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve product code ns9008, with lot 129040, conformed to the specifications when released to stock in 25th april 2017. No root cause could be determined; as no problem was noted with the valve. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
The valve was implanted to the patient via lp-shunt by inph on (B)(6). Initial setting was unknown. However the patient complained of a headache when standing up. Low cerebrospinal fluid syndrome was suspected. The retained cerebrospinal fluid was confirmed at subcutaneous around the valve. The revision surgery was performed on (B)(6) and setting was 140. The patient recovered and left the site on (B)(6). The patient¿s information was unknown. The patient did not have a primary disease. The product will be returned to your site.